Event description:
Patient were wondering if a medtronic representative could meet them at (B)(6) hospital on wednesday in (B)(6) because they were having problems with their implanted neurostimulators. Pt said that they were having problems with their drg through abbott. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).